Manufacturer narrative:
Device evaluation: lens returned dry in a micro centrifuge vial. Visual inspection found clear surgical residue on the lens and no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: the product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -12.0/+2.0/092 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer lens due to lens rotation. The problem was resolved.